Manufacturer narrative:
(B)(4). The set has been received. The failure investigation is not yet complete. A f/u report will be submitted with any relevant info.

Event description:
Customer reported that chemo leaked from connector during infusion. No harm to pt or clinician reported. No add'l info provided.